Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 200cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was confirmed by MRI. As a result, the patient will undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 22-apr-2020, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29-may-2020, mentor received additional information about the event: - the patient¿s left breast prosthesis ruptured as well. A separate medwatch report will be submitted for this device. - the patient had both of her breast prostheses removed and they were replaced with a mentor memorygel breast implant 340cc gel breast prosthesis and a mentor memorygel breast implant 235cc gel breast prosthesis. The explanted devices were discarded after surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-apr-2020, mentor received additional information about the event. The patient was originally scheduled to undergo explantation on 16-apr-2020. New information states that the explantation surgery has been cancelled. The suspect medical device is still implanted in the patient. In addition, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).